Event description:
It was reported that he had calibration error, change sensor alarm and bent sensor cannula. Customer stated that during calibration error customer's blood glucose was 400's mg/dl. Customer stated he treated and waited to calibrate and blood glucose went down to 360 mg/dl. Customer calibrates again got calibration error and then change sensor. Troubleshooting was done. Customer's blood glucose was 355 mg/dl. Advised the customer that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).